Manufacturer narrative:
The reason for this revision surgery was to address pain and instability due to aseptic loosening of baseplate after 1 year, 6 months, 28 days of patient use. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints reported against this part; with 1 of the prior complaints having the same failure mode of device loosening. This is the first complaint against this lot number. The reason for the loosening was not reported. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery due to aseptic loosing of the baseplate. The patient complained of pain and instability.